Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the ipg due to pocket depth. The patient underwent a revision procedure wherein the pocket depth was adjusted. The patient was doing well postoperatively.